Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient put the device on the other night and they got a huge electric shock. Patient said the shock was so huge they were screaming and woke up everyone in the room. Patient also said they were urinating standing up. The issue started about 10 days ago. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent reviewed that patient could try turning stimulation on at a lower setting. Patient opted to connect to their settings and increase stimulation to a comfortable level. Patient confirmed feeling stimulation and it was comfortable. Patient would maintain stimulation level and would continue to track symptoms. Patient stated that they saw their hcp in regards to the issue. Additional information was received from the patient. The patient report that they received a follow up letter from medtronic regarding the "terrible, very strong" shock they experienced that they felt everywhere in their body, and even after a couple of hours they were still feeling electricity. The patient did not wish to answer the questions on the letter. The patient said they were not at all satisfied with medtronic and they won't be using the ins again until they find out what caused the shock. The patient said nothing was out of the ordinary before they experienced the shock. The patient denied falling, experiencing any type of trauma, or being near any sources of emi. The patient said they experienced the shock as they were waking up. The patient said they don't want to use the ins because it was not working properly and they felt like it separated somehow. The patient said they told their hcp they were experiencing a different feeling, "like the device felt different to the touch." The patient's hcp told the patient that what they were experiencing was normal, and told the patient to go to the hospital. The patient said they won't use the ins unless a medtronic rep comes to their house. Agent reviewed role of medtronic and redirected the patient to their doctor. The patient indicated that they won't be following up with their doctor unless someone comes to their house. Agent re-opened the case and assigned to self to send an email to the medtronic field reps to make them aware of the situation

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.